Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the during the calibration the pump died. The blood glucose was unknown at the time of the incident. Assisted customer with linking the transmitter back to the pump, performed reconnect old sensor. Customer stated that, she could put in a new battery the communication between the transmitter and the pump is stopped. The device will not be returned for analysis.